Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2006. Patient alleges elevated metal ions and fluid build up. To date, no revision has been performed. No further information has been provided to date. This report is based on allegations set forth by patient and the allegations contained therein are unverified.

Event description:
Patient's spouse reported that patient underwent total hip arthroplasty on (B)(6) 2006 and that a revision procedure was necessary due to alleged elevated metal ions and fluid buildup. Additional information provided in patient medical records confirms the elevated metal ions and fluid buildup and indicates that a revision procedure was performed on (B)(6) 2013.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02276 / 02277).

Manufacturer narrative:
This follow-up report is being filed to relay the date of the revision procedure and the reason for revision, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02276-1 / 02277-1).